Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 740654) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, panic attacks, cesarean section, anxiety, chronic back pain and insomnia. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included toothache, abdominal pain, vaginal bleeding and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) .essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 21-jun-2018: reporters added and updated patient demographics. Historical drug, historical condition, concomitant disease and laboratory data were added. Updated suspect drug indication and added lot number. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). Added events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device. On (B)(6) 2012, she explanted essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, panic attacks, cesarean section, anxiety, chronic back pain and insomnia. Previously administered products included for an unreported indication: depo-provera from 2007 to 2009. Concurrent conditions included toothache, abdominal pain, vaginal bleeding and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device).essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-oct-2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, panic attacks, cesarean section, anxiety, chronic back pain and insomnia. Previously administered products included for an unreported indication: depo-provera from 2007 to 2009. Concurrent conditions included toothache, abdominal pain, vaginal bleeding and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device) and surgery (underwent a partial hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, cystitis, device dislocation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: added events migraines / headaches, abdominal pain, infection nos was replaced by infection (bladder/ urinary tract/vaginal). Added onset date of events and outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/ migration of essure device location of device: suspected buried within small bowel mesentery"), pelvic pain ("pelvic pain/ pain/ I still have 1 coil inside, I made a second attempt to remove it but it was not found. I") and genital haemorrhage ("abnormal uterine bleeding") in a 25-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, panic attacks, cesarean section, anxiety, chronic back pain, insomnia, vaginal pain and pregnant. Previously administered products included for an unreported indication: depo-provera from 2007 to 2009. Concurrent conditions included toothache, abdominal pain (abdominal cramping), vaginal bleeding (spotting), cervical dysplasia, ovarian cyst, insomnia, dysfunctional uterine bleeding, shortness of breath, pulmonary embolism, bradycardia and irregular periods. Concomitant products included paracetamol (tylenol regular). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On (B)(6) 2012, the patient experienced uterine prolapse ("uterine prolapse") and the first episode of abdominal pain ("abdominalpain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy/ total hysterectomy (uterus and cervix removed)) and surgery (underwent a partial hysterectomy due to complications from the essure device on date (B)(6) 2012). At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, migraine, headache, cystitis, urinary tract infection, vaginal infection, depression, anxiety, dysmenorrhoea and uterine prolapse outcome was unknown, the pelvic pain and the last episode of abdominal pain was resolving and the genital haemorrhage had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine prolapse, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion ultrasound scan - on (B)(6) 2010: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events were clubbed with previously reported events. Events: depression, mental anguish, dysmenorrhea (cramping), uterine prolapse, abdominal pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device location of device/migration of essure device location of device: suspected buried within small bowel mesentery') and pelvic pain ('pelvic pain/I still have 1 coil inside. I made a second attempt to remove it, but it was not found'). In a 25-year-old female patient who had essure (batch no. 740654), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: depression, panic attacks, cesarean section, anxiety, chronic back pain, insomnia, vaginal pain and pregnant. Previously administered products, included for an unreported indication: depo-provera from 2007 to 2009. Concurrent conditions included: toothache, abdominal pain (abdominal cramping), vaginal bleeding (spotting), cervical dysplasia, ovarian cyst, insomnia, dysfunctional uterine bleeding, shortness of breath, pulmonary embolism, bradycardia and irregular periods. Concomitant products included: paracetamol (tylenol regular). On (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On (B)(6) 2012, the patient experienced uterine prolapse ("uterine prolapse"). And the first episode of abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal uterine bleeding"). And the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy/total hysterectomy (uterus and cervix removed), and underwent a partial hysterectomy, due to complications from the essure device on date (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, headache, depression, anxiety, dysmenorrhoea and uterine prolapse outcome was unknown. The pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, cystitis, urinary tract infection and vaginal infection had resolved. And the last episode of abdominal pain was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine prolapse, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: treatment received for pain, bladder or urinary problems, psych injury, migration, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, results: total bilateral occlusion. Ultrasound scan: on (B)(6) 2010, unknown. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: vaginal haemorrhage, pelvic pain, device dislocation. Lot number#: 740654, manufacturing date: 2010-05, expiration date: 2013-05. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device/ migration of essure device location of device: suspected buried within small bowel mesentery') and pelvic pain ('pelvic pain/ pain/ I still have 1 coil inside, I made a second attempt to remove it but it was not found. I') in a 25-year-old female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, panic attacks, cesarean section, anxiety, chronic back pain, insomnia, vaginal pain and pregnant. Previously administered products included for an unreported indication: depo-provera from 2007 to 2009. Concurrent conditions included toothache, abdominal pain (abdominal cramping), vaginal bleeding (spotting), cervical dysplasia, ovarian cyst, insomnia, dysfunctional uterine bleeding, shortness of breath, pulmonary embolism, bradycardia and irregular periods. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On (B)(6) 2012, the patient experienced uterine prolapse ("uterine prolapse") and the first episode of abdominal pain ("abdominalpain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal uterine bleeding") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy/ total hysterectomy (uterus and cervix removed) and underwent a partial hysterectomy due to complications from the essure device on date (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, headache, depression, anxiety, dysmenorrhoea and uterine prolapse outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, cystitis, urinary tract infection and vaginal infection had resolved and the last episode of abdominal pain was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine prolapse, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: treatment received for pain, bladder or urinary problems, psych injury, migration, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal), bladder infection, uti, vaginal infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device/ migration of essure device location of device: suspected buried within small bowel mesentery') and pelvic pain ('pelvic pain/ pain/ I still have 1 coil inside, I made a second attempt to remove it but it was not found. I') in a (B)(6) female patient who had essure (batch no. 740654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, panic attacks, cesarean section, anxiety, chronic back pain, insomnia, vaginal pain and pregnant. Previously administered products included for an unreported indication: depo-provera from 2007 to 2009. Concurrent conditions included toothache, abdominal pain (abdominal cramping), vaginal bleeding (spotting), cervical dysplasia, ovarian cyst, insomnia, dysfunctional uterine bleeding, shortness of breath, pulmonary embolism, bradycardia and irregular periods. Concomitant products included paracetamol (tylenol regular). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On (B)(6) 2012, the patient experienced uterine prolapse ("uterine prolapse") and the first episode of abdominal pain ("abdominalpain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal uterine bleeding") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy/ total hysterectomy (uterus and cervix removed) and underwent a partial hysterectomy due to complications from the essure device on date (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, headache, depression, anxiety, dysmenorrhoea and uterine prolapse outcome was unknown, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, cystitis, urinary tract infection and vaginal infection had resolved and the last episode of abdominal pain was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine prolapse, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: treatment received for pain, bladder or urinary problems, psych injury, migration, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2010: . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal), bladder infection, uti, vaginal infection were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and infection ("infections"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, genital haemorrhage and infection outcome was unknown. The reporter considered genital haemorrhage, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.